Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead exhibited high impedance in both unipolar and bipolar configuration. High thresholds and no capture were also observed. The lead was revised and during the revision procedure it was noted that the rv lead was easily removed from header without unscrewing set screw. Lead was tested through an analyzer and all measurement stable and within normal limits. Rv lead re-inserted into existing cardiac resynchronization therapy pacemaker (crt-p) and secured, and it was verified lead pin was in the header.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the right ventricular (rv) lead exhibited high and variable impedance resulting in two polarity sw itches. It was also noted that the rv lead exhibited a sudden significant decrease in impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the right ventricular (rv) lead exhibited high and variable impedance resulting in two polarity sw itches. It was also noted that the rv lead exhibited a sudden significant decrease in impedance. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the rv lead exhibited high impedance in both unipolar and bipolar configuration. High thresholds and no capture were also observed. The lead was revised and during the revision procedure it was noted that the rv lead was easily removed from cardiac resynchronization therapy pacemaker (crt-p) header without unscrewing the set screw. Lead was tested through an analyzer and all measurement stable and within normal limits. Rv lead re-inserted into existing cardiac resynchronization therapy pacemaker (crt-p) and secured, and it was verified lead pin was in the header. The crt-p remains in use.